Manufacturer narrative:
Additional details surrounding event were provided which indicates that the patient developed the infection with use of a competitor's vad device. When the pump was exchanged to the manufacturer's vad in an effort to clear the infection, unfortunately the infection persisted. The patient was subsequently discharged to a long term acute care facility on (B)(6) 2016. Hvad pump (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event; no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Although the definitive root cause could not be determined, it is likely related to the patient's pre-existing infection developed during use of the competitors device, patient comorbidities, and patient's poor wound healing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. As per IFU: the system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that three days post-exchange from a competitor device to the manufacturer device, pathology results of the left ventricular apex returned positive for staphylococcus aureus and blood cultures results were positive for pseudomonas. The patient was started on intravenous (IV) ceftazidine, vancomycin, and zosyn. On (B)(6) 2015 the patient's sternal wound dehisced. Cultures were sent and a CT chest/abdomen results confirmed the diagnosis. On (B)(6) 2015 the patient was taken to the operating room for a complete chest washout. Blood cultures remained positive for pseudomonas so the patient continued on the same medicine regimen. All other organs were functioning well, and the lvad was also functioning as intended. The last report received indicates that palliative care was consulted and the patient remained hospitalized in the intensive care unit for continued medical management. Investigation is ongoing.